Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Seat frame on the chair broke on the left side towards the rear of the frame where one of the inserts are located.